Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that the rep was trying to program the ins but couldn't connect to the implant in the box. It was noted that the rep was outside of the operating room (or) and was able to connect to the ins for programming. It was reviewed with the rep that or light interference could cause telemetry issues. Troubleshooting resolved the issue. There were no symptoms or further complications reported or anticipated.